Event description:
The process of marking the distal pin holes for this procedure is done by removing the tip of the sterile marking pen from the marking pen and securing it in a hemostat to be able to reach the area where the distal femoral pins holes are marked. The tip of the marking pen is not long enough if used as intact in the marking pen. This process of removing the actual marking pen tip is not an unusual standard of practice and is used in other hospitals as well due to the limitations of getting to the distal pin holes.the missing marker tip was immediately noted by the scrub rn when the hemostat was handed off by he md and the following processes were implemented to try to retrieve the marking tip: the tip of the marker went into the hole and despite multiple efforts at trying to extricated it could not be removed. The metal cutting guide was then placed and the knee was placed in extension. Appropriate releases were performed to create a symmetric extension gap and the distal cut was made. Attempts to remove the marker tip through the hole was again unsuccessful. The 2 pin holes in the medial femoral condyle on the extension cut were enlarged again to try to remove the tip of the marker that had buried into the bone. Despite multiple attempts to try to remove it, it could not be seen and it was felt that with all of the probing that it had possibly broken up. The area was irrigated copiously and no further and could be leached from the marker tip. It was felt that the marker tip was deep in the bone and would be sealed by the bone cement and would not cause further problems. Further attempts to remove it would cause more bone destruction and was not felt to be warranted. Discussion with rn stated that the area was irrigated with 3 litres of fluid using pulse irrigation, used a 25 gauge spinal needle to enlarge the hole and even tried over-drilling the area to possibly disintegrate the marking tip which was felt could have happened due to not visibly seeing it again. The marking pen is in every sterile pack and is made by cardinal health.